Event description:
The customer reported attempting to use the autopulse platform (sn: (B)(6) during a patient call. The platform failed to initiate compressions and displayed an error code that the crew could not recall. Manual CPR was performed; however, the patient did not survive. No additional details about the cardiac arrest event were provided, and the customer did not clarify the connection between the patient's death and the alleged device malfunction. Zoll's medical safety assessment (msa) team evaluated the incident and concluded that the death was not related to the autopulse device.

Manufacturer narrative:
The customer reported that the autopulse platform (sn: (B)(6) wouldn't begin compressions and displayed an unknown error code. A review of the platform's archive revealed that its last power-on occurred on (B)(6) 2025. During startup, the platform displayed user advisory 07 (discrepancy between load 1 and load 2 too large). This advisory could not be replicated during subsequent functional testing. The probable root cause of the complaint is that the patient was positioned closer to load cell 2 (patient's left side) when the platform was powered on. The user attempted multiple power cycles to clear the advisory; however, the patient remained offset to the left, causing the load-sensing system to detect an imbalance between the two load cells. The autopulse platform passed preliminary functional testing and the run-in test using the large resuscitation test fixture (lrtf) with known-good test batteries until discharged. A load cell characterization was performed, and the results indicated that both load cells functioned within the specification. No malfunction was detected, and the autopulse platform operated as intended. Following service, the autopulse platform passed all testing criteria. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.